Event description:
It was reported that the patient was experiencing worsening driveline drainage on (B)(6) 2022 accompanied by a foul odor. The exit site was cultured and positive for pseudomonas. On (B)(6) 2022 the patient was admitted with nausea and diarrhea which was attributed to pancytopenia. Linezolid was discontinued. Sternal wound incision and drainage was completed (B)(6) 2022.

Manufacturer narrative:
Onset of sternal wound infection on (B)(6) 2022 is captured under MFR. Report #s: 2916596-2022-12887. Manufacturer's investigation conclusion: a specific cause for the reported infection, as well as a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the report of pancytopenia could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further related events have been reported at this time. The hm3 lvas instructions for use (IFU) lists potential adverse events, including infection, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists infection as a potential late postimplant complication. Additionally, the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. The IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27oct2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported infection, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27oct2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a hematology-oncology consult on (B)(6) 2022 and intravenous iron was given. The patient underwent tissue and subcutaneous irrigation and debridement on (B)(6) 2022 followed by wound vacuum assisted closure (vac) placement. The patient was discharged home on (B)(6) 2022 with plans to take intravenous cefepime until on (B)(6) 2022 then transition to oral cipro (ciprofloxacin).